Manufacturer narrative:
It was reported that hip revision surgery was performed due to high cobalt levels, found by doctor in patient¿s blood sample. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. No medical documentation related to the reported issues was provided for investigation. Therefore, the reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It has reported that doctor found high cobalt levels in patient's blood sample and decided to revise the hip.